Event description:
It was reported that the customer was involved in car accident and the insulin pump got damage. Caller stated that the customer was taken to the hospital than she was sent home. Caller stated that the customer went back to the hospital due to high blood glucose and dka. The blood glucose reading was over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.